Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, deformation and cloudiness in the gel was observed after autoclave cycle. A weight test of the explanted material was completed and it was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Health professional reported right side capsular contracture, baker grade iii.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade IV. Device was explanted.